Manufacturer narrative:
Summary of evaluation: the info provided and the evaluation results suggest that this event is not device related but rather associated with subluxation due to acetabular component positioning.

Event description:
Revision surgery revealed a laterally subluxed hip with polyethylene wear of the cup.